Event description:
The patient was undergoing a coil embolization procedure using ruby coils and a ruby coil detachment handle. During the procedure, the physician met resistance while deploying a ruby coil. The physician repositioned the microcatheter in an attempt to alleviate the tension on the ruby coil; however, the physician was still unable to advance the ruby coil. It was removed and a new coil was used. Later in the procedure, the physician detached a ruby coil using a ruby coil detachment handle and a fragment of the pusher wire remained in the ruby coil detachment handle. The procedure continued using a new ruby coil detachment handle and more ruby coils. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Result: the ruby coil pusher assembly was kinked approximately 5.0 cm from the proximal end. The pet-lock was intact. The coil was attached to the pusher assembly and was compressed distally, exposing approximately 0.9 cm of the sr wire at the proximal end of the coil. In addition, the dimensions of the inner diameter of the coil introducer sheath and the outer diameter of the coil and distal detachment tip (ddt) were measured and determined to be within specification. Conclusion: the complaint has been evaluated. The complaint indicates that a great deal of resistance was felt when the coil was exiting the microcatheter. The complaint also states that during the detachment of another coil a piece of the pusher wire came loose in the detachment handle. Evaluation of the returned product revealed that the coil was lodged inside the introducer sheath. The introducer sheath did not have any damage. The dimensions of the coil introducer sheath, coil, and ddt were measured and were within specification. If the physician felt resistance pushing the coil out of the microcatheter, the coil sheath would no longer have been on the coil. The resistance may have occurred due to tortuosity of the vessel. Compression of the coil exposing the sr wire likely occurred when the coil was pulled back into the introducer sheath during removal. The kink in the proximal end of the pusher assembly was not described in the complaint and likely occurred as a result of post-procedural handling. The ruby coil detachment handle was tested and functioned without an issue. The handle is functional. The root cause of this complaint cannot be determined. These devices are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00655.